Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was performed and revealed that the last programmed infusion occurred on (B)(6) 2018, and there were no infusions programmed on the customer reported event date of (B)(6) 2018. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to an unrelated issue, however the pressure plate travel will be adjusted and the pump will pass all release testing prior to return to the customer. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during testing. There was no patient involvement. No additional information is available.